Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses and a right internal iliac artery aneurysm that was treated with gore® excluder® ibe endoprostheses. On (B)(6) 2017, during follow-up imaging a type ia endoleak on the aortic branch device was identified. According to the physician the endoleak occurred due to disease progression and a related loss of the proximal seal zone. The aneurysm had reportedly grown from 50mm to 65mm in diameter. The endoleak was successfully treated with the implantation of and additional aortic endograft on (B)(6) 2017. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.